Manufacturer narrative:
Product analysis the device returned with the stent deployed the inner tubing separated from the handle kinks observed on the inner tubing size on strain relief 9f 18mm x 120mm glue was observed on the inner tubing glue observed on the clip medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was implanting an abre stent. It was reported the stent was deployed and then while pulling over the wire the outer lining of the stent became separated from the the inner one. The inner lumen disconnected from the wire that is connected to the handle. Physician was able to grab the device before it released into the body. No patient injury reported for this event.